Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female who underwent primary breast augmentation with mentor smooth round moderate profile 575cc saline prostheses experienced bilateral deflation post procedure. As a result, explant was performed on (B)(6) 2022. See 1645337-2022-02307 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on march 17, 2022. The explant date was clarified to be (B)(6) 2022. Additional information was received on march 30, 2022. This event was originally reported as a bilateral deflation event. Additional information confirmed that the deflation was only left sided. This report relates to the right prosthesis. Bilateral prosthesis replacement with mentor smooth round moderate plus profile 500cc saline prostheses was performed with explant. Reason for device explant and/or reoperation: contralateral prosthesis deflation manufacturer¿s reference number: (B)(4).